Manufacturer narrative:
The lot number of the device was not reported. The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Per onyx instruction for use: "stop injection if increased resistance to the onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure as use of excessive pressure may result in catheter rupture and embolization of unintended areas.¿ same event as reported in MDR MFR: 2029214-2015-05232.

Event description:
Medtronic received information that during an onyx embolization procedure in the right external carotid artery, a blockage formed in the catheter and ruptured the marathon catheter. The onyx leaked into the ica and the physician felt it was safe not to remove it. The treatment was continued with another device without any issues. There was no patient injury reported.